Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site doctor and obtained the following additional information regarding the reported event on 17-oct-2023: the instrument was inspected prior to use with nothing found out of the ordinary. After the instrument was used several times inside the body, it no longer sealed properly. The problem occurred while the instrument was sealing; the surgeon was not able to seal. It is unknown if errors occurred with the instrument. Audible information is unknown. No tissue effects were observed since it was no longer sealing. No tissue was ever cut that was not fully sealed. It was used as normal; however, there was a little tension on the target tissue. The vessel was not greater than 7mm in diameter. It's not known if there was evidence of vessel calcification. No tissue was exposed to any radiation or chemotherapy procedure prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding. The surgeon used a backup replacement product and completed the surgery without any problems.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed cut and seal testing with no issues. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm vessel sealer instrument stopped working. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the site and obtained the following additional information regarding the reported event: it was unknown what caused the instrument to stop working during the procedure. After the 8mm vessel sealer instrument was used in the patient's body for a period of time, it did not seal properly.